Event description:
A report was received that the patients ipg was causing discomfort. The patient underwent a pocket revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.